Event description:
Additional information later reported the cause of the stalls presumed pump failure, unknown. Device troubleshooting was interrogation to review logs. The patient was doing well with new pump, same dosing.

Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8598, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that there was a critical alarm and a motor stall that recovered after more than two hours. It was noted the patient had two motor stalls, one on (B)(6) 2014 and another one on (B)(6) 2014. It was further noted the patient reported feeling symptoms of underdose prior to determining the motor had stalled. The reporter stated that both motor stalls recovered within three hours. It was noted the patient¿s pump was replaced on (B)(6) 2014. It was further noted the patient had underdose symptoms, itching, irritability, and less than 50% therapy relief. It was noted the patient status at the time of this report was alive with no injury. The pump contained clonidine and fentanyl. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pumphead, pump tube integrity anomaly, unconfirmed pump tube breach. The inside of the pump, and motor can, had residue, and fluid present. A leaking pump tube was suspected, but the leak could not be found or reproduced. It is believed the leak had ¿self healed.¿